Event description:
It was reported that during a pta procedure for venous stenosis of a left av graft, it was noted that there was a bond leak. A 6f short sheath and a 0.035 guidewire were used for the procedure. The balloon never inflated. The device was removed and the procedure was completed with another pta balloon. No reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the shaft of the catheter appeared intact up to the point just proximal of the proximal bond. The outer shaft was almost completely circumferentially separated. It is impossible to determine the exact failure mode, but this appeared to be a jagged separation. The inner shaft (polyimide) underneath the outer shaft separation was severely kinked. It could not be determined if this kink contributed to the shaft separation. Due to the condition of the sample as returned, further evaluation was not possible. The result of the investigation was confirmed for a shaft break, root cause unknown. It is unknown if patient and/or procedural issues contributed to this event.